Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the devices that was not correctly onboarded. The technical service engineer triggered the automatic onboarding of all devices, which will automatically fix any devices currently upgraded. Confirmed that the issue was resolved. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a login failure, unable to login. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.